Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, d4, d6a, g2, h4, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "intracapsular rupture and capsular contracture baker grade IV".

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Patient later reported "prothesis had leaked". Patient reported via MRI report "retromuscular, with some radial folds", "slight deformity " and "there is a small amount of free fluid between the elastomer and the ipsilateral fibrous capsule; this finding may be related to intracapsular rupture. Small lymph nodes of usual morphology in the axillary regions". This record is for the left side. Device remains implanted.